Event description:
When the pt was six years old, pt was stabbed with a beach umbrella. The umbrella entered pt's lower back and exited their lower abdomen on the right side. The pt required multiple re-operative procedures as a result, including a small bowel resection, appendectomy, and kidney and bladder surgery. Since that time pt reports experiencing multiple episodes of suture splitting. The suture is described as being aqua in color and shaped like "jimmies". Pt describes the episodes as "bubbles" forming in the right lower abdominal quadrant with subsequent extrusion of these pieces of suture. Pt has required several minor surgical procedures to remove the splitting sutures and has had at least one surgical attempt to remove all the sutures. Pt has also had multiple infections associated with these events which required treatment. Pt's last minor surgical procedure was in early august of this year. The pt is experiencing chronic pain at this time. The pt has refused analgesic treatment because they want to remain alert and unaffected by analgesia.